Event description:
Complainant alleged that while attempting to pace a patient the device had intermittent pacing capture. Complainant indicated that the clinician used the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.